Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. This is MDR 2 of 2 for this event.

Event description:
Per the report received from germany, edwards received notification of a pascal precision procedure in mitral position. During the procedure, there was air visible after insertion of implant system through guide sheath into the left atrium, but it was without any consequences for the patient. There were no issues during device preparation. Patient was in stable condition post procedure.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions) additional type of investigation code: labeling review h11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for inadequate aspiration, air remaining in device during insertion was confirmed with empirical evidence with the information provided. No images or devices were returned for evaluation. Potential root causes may include air from a non-pascal source, or variation in device preparation or procedural use. However, a definite root cause was unable to be determine since no edwards defect was identified, corrective or preventative actions are not required.